Event description:
It was reported that the field representative called technical services (ts) to inquire on the programmer consult feature capabilities. The field representative noted having received information that the programmer may have changed a device setting. Ts advised the field representative that changes to device settings would be possible if the device was in interrogation mode. The field representative reported the possibility of the device may have been in safety mode. No additional information was provided at this time. The programmer and device remain in service.